Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic sphincterectomy (est).according to the complainant, the jagtome was used along with the preloaded jagwire guidewire, for cannulation of the common bile duct. The jagwire guidewire bent to a loop and 1 cm of the hydrophilic tip detached inside the patient. The fragment was not removed and was left to pass naturally. The physician did not have any concerns with the un-retrieved fragment. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic sphincterectomy (est). According to the complainant, the jagtome was used along with the preloaded jagwire guidewire, for cannulation of the common bile duct. The jagwire guidewire bent to a loop and 1 cm of the hydrophilic tip detached inside the patient. The fragment was not removed and was left to pass naturally. The physician did not have any concerns with the un-retrieved fragment. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Reported event of tip detached. A visual examination found approximately 1 cm of pebax tip section detached from the corewire, exposing the corewire tip section. The corewire was measured and there was no evidence of corewire fracture. The device was slightly scrapped at the distal section. There were remnants of adhesive present, indicating that the pebax was properly attached to the corewire. The guidewire outerdiameter was measured and was within specification. Evaluation of the device found the detached guidewire tip fragment was likely due to procedural factors, therefore, the most probable root cause is operational context.